Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 430 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was extreme dehydration. Customer was treated with insulin. Customer was wearing the pump at time of emergency room visit. Customer declined high blood glucose troubleshooting.